Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had intermittent power associated with moisture in the pump. The reporter indicated that the pump was noted to have moisture visible behind the display screen. The reporter confirmed that there was no known damage to the pump associated with the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/15/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked below the grip pad, and the pump case was found to be cracked near the right side of the display. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to a leak at the pump case damage. The pump case was removed, and evidence of moisture damage was found on internal components. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.